Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during an unknown phase of cycle 6 of 7 of pd treatment. The peritoneal dialysis registered nurse (pdrn) reported that the fluid leak was a prior occurrence that they were made aware of two days after the event. The patient received the alarm not enough supply bags for total treatment alarm during step 3 of setup. The source of the leak is unknown. There were no issues noted with the supplies. The pdrn requested a replacement cycler as a precaution. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was not completed on the date of the event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was treated with prophylaxis- 1g ancef with a dwell of 6hrs via intra-peritoneal administration on (B)(6) 2020. Cultures were taken on the same day and to date there has been no growth. The cassette used at the time of the event was discarded. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Corrected information: d10- should have been yes for device available (incorrectly selected) additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was initiated and passed. The cycler underwent and passed a system air leak test and a valve actuation test. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.